Manufacturer narrative:
A review of the manufacturing documentation for the batch number was reviewed and found that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned to the complaint investigation site (cis) for analysis and initial visual examination of the returned unit revealed proximal stent damage. Some of the stent struts were misaligned. The outer diameter (od) of the damage found on the stent was measured, using a snap gauge at approximately 1.31mm. The od of the area where there was no damage found was measured at approximately 1.01mm. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.

Event description:
This complaint is not reportable based on the analysis completed in (2009). It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was located in the left circumflex (lcx). The procedure was completed with a different device. No patient injuries or complications were reported. No patient condition was listed as "stable". However, the returned product confirmed that there was stent damage.